Event description:
The hcp reported the pt was experiencing fever, redness at the pump pocket, drainage at the pump incision line, and a loss of efficacy. The pt was treated with antibiotic therapy and the device system was explanted due to the infection.